Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic recations"), mental disorder ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. The case was upgraded serious incident. New events added- pain, bleeding, psych injury, allergic reactions, and urinary/bladder problems". Essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic recations"), mental disorder ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy + bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: reporter was added, product indication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic recations"), mental disorder ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.